Manufacturer narrative:
Batch review performed on 16 november 2020: lot 181633: (B)(4) items manufactured and released on 27-jun-2018. Expiration date: 202-06-19. No anomalies found related to the problem. To date, 147 items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain an instability 2 years and 2 months after the primary surgery. The post-op x-rays showed that the cup was anteverted. The cause of the anteverted cup is unknown. The surgeon revised the cup and liner with competitor products and revised the 36mm biolox delta head m with a 36mm biolox option head. The surgeon also added a biolox option sleeve l. The surgery was completed successfully. It is unknown if any traumatic event influenced on the prosthesis.